Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. When hospital open the kit they found insulation of the cautery tip broken when opening the set. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint # (B)(4). Autonumber # (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical use and evidence of blood were observed. The heater wire was observed to be slightly flexed outward in the center, although both ends remained attached to the jaw. The silicone insulation on the jaws was observed to be peeled away from the cold jaw. However, there was no detachment of silicone observed. Based on the returned condition of the device and the results of the investigation, the reported failure "peeled" and the analyzed failure "material twisted/bent" were confirmed. Specific actions for the analyzed failure "material twisted/bent" are being maintained and documented under maquet¿s failure investigation report (fir) system.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. When hospital open the kit they found insulation of the cautery tip broken when opening the set. A replacement device was used to complete the procedure. The hospital did not report any patient effects.